Event description:
It was reported that back in (B)(6) 2020, during routine follow-up this left ventricular (lv) lead had increased thresholds observed. At the most recent follow-up in (B)(6) 2021, the lv lead had very high thresholds and even loss of capture. Subsequently, the lv lead was surgically capped and replaced successfully without sequela. No additional adverse patient effects were reported.